Manufacturer narrative:
(B)(4) catalog # unknown as information was not provided but referred to as cook gunther tulip filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. Summary of investigational findings: since no device or imaging studies have been available and no medical records have been made available the exact root cause for what caused the respiratory distress and failed ivc filter performance which lead to pulmonary embolism (pe) leading to [patients] death are unknown. However, pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pe in some cases may originate from upper extremities instead of lower extremity veins. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pe via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2012 (B)(6). Additional information was received 19jan2016: notes taken from the limited medical records provided by the plaintiff. Prior to the placement of the tulip filter ((B)(6) 2012), a CT abd pelvis w/o contrast, showed left subdiaphragmatic hematoma, partially distended urinary bladder with diffuse circumferential wall thickening, suspicious for cystitis, bilateral amounts of pleural effusion, well-loculated fluid collection and suggestive of abscess seen in the left percolic-gutter. Using ultrasound guidance, percutaneous puncture of the femoral vein was performed and a guide wire and pigtail catheter were advanced into the lower inferior vena cava. Serial images of the ivc were obtained after contrast injection demonstrating the inferior vena cava is widely patent without any abnormalities, in particular no evidence of clots. Through the sheath, the tulip filter was advanced and placed below the renal veins. Soon after a radical subtotal gastrectomy for adenocarcinoma of the proximal stomach was being performed which showed multiple polyps within the stomach, the operation was changed from a wedge resection to a total gastrectomy due to the presence of multiple lesions. On (B)(6) 2012 a CT of the head w/o contrast checking for bleeding or hypodensity. Additional indication note states hyperglycemia. CT was normal. On (B)(6) 2012 an ultrasound abdomen complete study was ordered and determined the splenic hematoma was stable and gallbladder dilated. On (B)(6) 2012 a CT abd pelvis w/o contrast showed no evidence of new intra-abdominal or pelvic fluid collections, residual subcapsular hematoma in the spleen which has decreased in size since the previous exam, worsening of the subcutaneous soft tissue edema since the previous examination. Looking for source of sepsis. On (B)(6) 2012 a bilateral lower extremity venous duplex study was performed for indications of dvt, edema. Study was positive for dvt involving common femoral, great saphenous, proximal popliteal vein on the right side. On the left side there is deep venous thrombosis involving left common femoral, great saphenous vein and proximal popliteal vein bilateral common femoral veins are thrombosed. Bilateral superficial femoral and profunda veins are inconclusive. Left great saphenous vein is thrombosed. Left and left popliteal vein are also thrombosed. Right smalls saphenous vein is thrombosed. Evaluation of the rest of the vasculature is limited due to depth and below-the-knew amputation. Another chest x-ray found right jugular catheter lies in the superior vena cava. The heart was normal, the right diaphragm is elevated. There are bibasilar atelectatic lung changes. The costophrenic angles are normal. On (B)(6) 2012 a chest x-ray was taken and showed the heart in normal size, there are bibasilar atelectatic lung changes. Bony thoracic cage is intact. No pneumothorax or interval change. Patient outcome: the short form complaint includes "alleged wrongful death" hospital and medical records have been requested but not yet provided additional information received 19jan2016: per ppf, the ivc filter "failed to stop the deep vein thrombosis which lead to pulmonary embolism leading to [pts] death." Patient died on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6), 2012 (B)(6) center, (B)(6). Additional information was received (B)(6) 2016: notes taken from the limited medical records provided by the plaintiff. Prior to the placement of the tulip filter ((B)(6) 2012), a CT abd pelvis w/o contrast, showed left subdiaphragmatic hematoma, partially distended urinary bladder with diffuse circumferential wall thickening, suspicious for cystitis, bilateral amounts of pleural effusion, well-loculated fluid collection and suggestive of abscess seen in the left paracolic-gutter. Using ultrasound guidance, percutaneous puncture of the femoral vein was performed and a guide wire and pigtail catheter were advanced into the lower inferior vena cava. Serial images of the ivc were obtained after contrast injection demonstrating the inferior vena cava is widely patent without any abnormalities, in particular no evidence of clots. Through the sheath, the tulip filter was advanced and placed below the renal veins. Soon after a radical subtotal gastrectomy for adenocarcinoma of the proximal stomach was being performed which showed multiple polyps within the stomach, the operation was changed from a wedge resection to a total gastrectomy due to the presence of multiple lesions. On (B)(6) 2012 a CT of the head w/o contrast checking for bleeding or hypodensity. Additional indication note states hyperglycemia. CT was normal. On (B)(6) 2012 an ultrasound abdomen complete study was ordered and determined the splenic hematoma was stable and gallbladder dilated. On (B)(6) 2012 a CT abd pelvis w/o contrast showed no evidence of new intra-abdominal or pelvic fluid collections, residual subcapsular hematoma in the spleen which has decreased in size since the previous exam, worsening of the subcutaneous soft tissue edema since the previous examination. Looking for source of sepsis. On (B)(6) 2012 a bilateral lower extremity venous duplex study was performed for indications of dvt, edema. Study was (B)(6) for dvt involving common femoral, great saphenous, proximal popliteal vein on the right side. On the left side there is deep venous thrombosis involving left common femoral, great saphenous vein and proximal popliteal vein bilateral common femoral veins are thrombosed. Bilateral superficial femoral and profunda veins are inconclusive. Left great saphenous vein is thrombosed. Left and left popliteal vein are also thrombosed. Right small's saphenous vein is thrombosed. Evaluation of the rest of the vasculature is limited due to depth and below-the-knew amputation. Another chest x-ray found right jugular catheter lies in the superior vena cava. The heart was normal, the right diaphragm is elevated. There are bibasilar atelectatic lung changes. The costophrenic angles are normal. On (B)(6) 2012 a chest x-ray was taken and showed the heart in normal size, there are bibasilar atelectatic lung changes. Bony thoracic cage is intact. No pneumothorax or interval change. Patient outcome: the short form complaint includes "alleged wrongful death". Hospital and medical records have been requested but not yet provided. Additional information received (B)(6) 2016: per ppf, the ivc filter "failed to stop the deep vein thrombosis which lead to pulmonary embolism leading to [pts] death." Patient died on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient involved was reported to be deceased without further details, therefore this report is being submitted as ¿death¿ related as a cautionary measure. William cook europe is not assuming responsibility for patient death. The cause of death is unclear. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/07/2015 as follows: the patient allegedly received the filter implant via the right common femoral vein on (B)(6) 2012 as treatment for dvt and/or pe (as stated in medical records). The patient¿s estate alleges that the patient died on (B)(6) 2012. The patient involved was reported to be deceased without further details.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "death". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog # unknown as information was not provided but referred to as cook gunther tulip filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6). Patient outcome: the short form complaint includes "alleged wrongful death" hospital and medical records have been requested but not yet provided